Manufacturer narrative:
Detailed product information was not provided to bsc through the clinical study. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a faradrive sheath the patient experienced hematoma at the access site. An unspecified intervention was required. No further information was provided.